Event description:
The (B)(4), dell x50 and version 8.0 software were received for analysis on 05/15/2015. Product analysis for the hhd, dell x50 was completed and approved on 05/21/2015: an analysis was performed on the returned handheld and no anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Product analysis for the software was completed and approved on 05/21/2015: an analysis was performed on the returned flashcard and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported on (B)(6) 2015 that a facility¿s hand held keeps freezing at interrogation screen and locks up. It was stated as happening over the past few weeks over and over.

Manufacturer narrative:
Manufacturing device history records were reviewed. Review of the handheld device history records confirmed all quality specifications were passed prior to distribution.